Event description:
It was reported that in the operating room, during the "floating" of the swan ganz catheter a leak occurred from the psi valve within five seconds of the anesthetist administrating propofol into the pt's internal jugular. The doctor noted that the connection was not good from the start which resulted in the propofol leaking into the sleeve and out onto the floor and as a result was removed and replaced during the insertion process. A delay was reported, however, there was no harm to the pt due to this delay or as a result of this occurrence. A total of 2 occurrences were reported. Complaints involved are 1036844-2013-00018 and 1036844-2013-0019.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.